Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, on the second trajectory at approximately 3:35 of lasing time, cold pixels were observed. There were no patient complications reported in relation to this event.